Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan alleging her onetouch ultralink meter would not power on and her onetouch ultra2 meter was prompting a "low battery" message. The complaints were classified based on the conversation the customer care advocate (cca) had with the patient at the time of troubleshooting the alleged meter issues. The patient reported that the alleged meter issues started approximately 6 months prior to contacting lfs. The patient claimed she had not tested her blood glucose since the alleged meter issues started and during a recent doctor's office visit, she was advised to start testing her blood glucose again. The patient mentioned she was on insulin pump therapy. It is not known if the patient made any changes to her usual diabetes management regimen due to the alleged issues with both of her meters. The patient reported that approximately 1 or 2 months after the issue started she fainted. The patient mentioned that she most likely fainted due to a high blood glucose. It is not known what treatment, if any, the patient received after she fainted. At the time of the call, the patient mentioned that her blood glucose was "400 mg/dl" when it was tested earlier that day; however, it is not known what device the patient tested with. At the time of troubleshooting, the patient informed the cca that she did not have new batteries available to insert into her onetouch ultralink meter. The patient informed the cca that she had never replaced the batteries on her onetouch ultra2 meter, even after receiving the "low battery" message. Replacement products were sent to the patient. These complaints are being reported because, the patient reportedly lost consciousness as a result of a high blood glucose excursion after the alleged meter issues started.